Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead became dislodged after slitting the introducer. The lead was found to have high impedance and no capture. The physician attempted several other locations without success, some location having phrenic nerve stimulation. The physician was worried about the integrity of the lead and removed the lead. A new lead was implanted. No patient complications have been reported as a result of this event.